Event description:
The lay user/patient contacted lifescan (lfs) customer service on june 12, 2009 alleging that onetouch ultra2 meter started to read inaccurately high in 2009 and reportedly developed symptoms afterwards. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient stated her meter started to read inaccurately high on the event date at 2:10am. A blood glucose result of "321 mg/dl" was reported; however, it is unclear if this was the result that she obtained on that day. She claimed she developed symptoms of blurred vision, shaking, tingling in toes and fingers, and swelling 2 hours after the alleged issue first occurred. It is unknown if the patient tested while experiencing these symptoms. Details about the events that led to the patient's symptoms are also unknown, such as her previous meter readings, activity levels, food intake and medications. The patient did not make any changes to her diabetes medications as a result of the alleged inaccurate high meter readings and continued to take her usual dose of novolin and humalin 70/30. The patient reportedly did not receive any form of medical intervention as a result of the alleged issue. Based on the provided information at this time, this complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after obtaining alleged inaccurate high meter readings.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.